Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose of 37 mg/dl, low blood pressure, blood infection, leg infection, and a urinary tract infection. The hospitalization occurred on (B)(6) 2016. The patient was treated and once his condition stabilized he was sent home. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.